Event description:
The intended procedure was therapeutic which was completed using a similar device.

Manufacturer narrative:
This report is being supplemented to provide correction in field b5 and additional information added to field h7 and h9. Corrected fields: b5additional information added to field h7 and h9.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. (B)(6).

Event description:
The customer reported to olympus, the insufflation unit had an overpressure warning displayed during an appendectomy procedure. The same phenomenon occurred after changing to a different device, but the phenomenon disappeared after switching to small cavity mode. There were no reports of patient harm. This report is related to linked patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the updated legal manufacturer's investigation and review of device history logs. Based on the results of the investigation, it is possible that the following led to the malfunction: anesthesia decreased. A definitive root cause cannot be identified.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, since the device was not returned to olympus for evaluation, the root cause of the reported failure could not be determined. This supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.